Manufacturer narrative:
Occupation was lay user/patient.

Event description:
Customer complained of a discrepant inr result between coaguchek xs (B)(4) and a lab using an unknown reagent. At 9:30 am, the customer had a lab test and the result was 1.4 inr. At 10:00 am, the customer tested by fingerstick on the meter and the result was 2.6 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer has no hematocrit issues, no heparin or direct thrombin inhibitors, no antiphospholipid antibodies, no new medications, no new illnesses, no diet changes and no bleeding or bruising. The customer does take plavix. There was no allegation of an adverse event. The customer's meter and strips were returned for investigation. The returned meter and test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with masterlot #28632180 (recalibrated lot to rtf/09). Qc 1: 2.4 inr; qc 2: 2.4 inr; qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided in the complaint case that would point to a cause for the result discrepancy. Retention test strips (lot 286320-21) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.